Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. Several years ago the patient saw their healthcare professional (hcp) with a ¿malfunctioning¿ ins. In 2015 the hcp removed the system and replaced it. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.